Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a partially broken reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window, cracked display window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube window and a loose and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced keypad anomaly. The customer's blood glucose was 80 mg/dl at the time of incident. The customer stated that the esc and act button were not responsive and delayed. The customer mentioned that she was in the hospital for a surgery but not for diabetes related. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.